Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing bleeding upon application of adc freestyle libre sensor and subsequently experienced a loss of consciousness. Customer regained consciousness and was able to self-treat. No medication or additional treatment was required. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported experiencing bleeding upon application of adc freestyle libre sensor and subsequently experienced a loss of consciousness. Customer regained consciousness and was able to self-treat. No medication or additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing bleeding upon application of the adc freestyle libre sensor and subsequently experienced a loss of consciousness. Customer regained consciousness and was able to self-treat. No medication or additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor(B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. The sensor plug was properly seated, and no failure modes were observed. The sensor pack and applicator were not returned, therefore adc is unable to further test the returned product. As submitted in the initial report for this issue, the dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and fs libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing bleeding upon application of adc freestyle libre sensor and subsequently experienced a loss of consciousness. Customer regained consciousness and was able to self-treat. No medication or additional treatment was required. There was no report of death or permanent injury associated with this event.